Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt has escalated her concerns about her ins device regarding a fall that happened end of (B)(6) 2021. Pt stated that she has been working with her manufacture representative (rep) since the fall and having the ins checked. Pt is reporting that she fell hard on the ins on a step. Pt stated she did have bruising in the ins area. Pt stated her ins has not acted right since the fall. Pt is reporting issues with recharging and maintaining telemetry connection. Repair team has sent multiple pieces of equipment to try to resolve the issue and that has not provided resolution. Pt stated that the rep did work with pt on (B)(6) 2021 to try to charge the ins and pt took a breath and lost connection with the ins. Pt stated the rep has determined that the ins position in the pocket is causing the issue with recharging. Pt stated when she leans back the ins rubs against her rib and causes her pain. Pt stated that you can see and feel the top of the ins tilting inward towards the ribs in the pocket. Pt stated she does not have confidence in her previous health care professional (hcp) so she has contacted a new hcp in (B)(6), (B)(6) 2022 at 2:20pm to check the ins and to talk about revision of the ins. Pt stated that rep knows about the appt and has already spoken to the hcp. Pt is concerned that the fall caused damage to the ins. Pt is worried that she will have a revision with the current ins and find later that something is wrong with the ins requiring her to have another surgery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that in the past 2 weeks when pt turns stim on she is feeling like she is getting shocked in the heart - pt feels real bad chest pain around the heart and it feels like she is being electrocuted. Pt stated when she first turns stim on she has to hold her breath until the initial shocking is over. Pt stated she cannot keep the ins charged and it is currently dead. Pt stated she doesn't feel good today and she is hurting really bad she does not want to deal with her ins / therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6). The patient will have everything replaced and have paddle leads implanted instead due to lead migration of current leads. Replacement was scheduled for (B)(6), 2022. Patient indicated the implant would be returned for analysis.